Event description:
A us distributor contacted zoll to report that a patient developed open wound/blisters under the lifevest equipment. The patient¿s nurse described the area as red itchy blisters that have opened and scabbed over. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an ointment and benadryl for the skin irritation and eventually ending use as well. Follow up indicated that the skin irritation improved.